Event description:
It was reported that the customer was receiving a no delivery alarm. Customer's blood glucose level was 129 mg/dl. Customer has put in 5 new batteries and is still having issues. Customer was advised that the no delivery alarm can be caused by set issues. Customer stated that he already tried changing out the set and it did not resolve the issue. Customer declined troubleshooting and wanted the pump replaced. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.